Event description:
Customer reportedly received result of 147 mg/dl on the aviva system and 300 mg/dl on a professional's device within 10 minutes. High blood glucose symptoms reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.